Event description:
It was reported that during a tori removal procedure, there was an issue with the irrigation tubing. The irrigation was initially set at 20, but the surgeon requested more power. The unit was then set to 70. As soon as the power was turned up, the tubing blew off the housing. The tubing would not stay attached. The surgeon had to irrigate manually. The procedure was completed with no adverse effect to the patient. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation with the pvc tube cut at 110 mm from its connection and the santoprene tube slightly torn at the connecting part. The tube was not damaged inside the internal part of the tape. The plastic parts of the tape were also not damaged. The tube was mounted slightly tight in its housing. The flow was measured and during these tests, no malfunction of the tubing (leakage or disconnection) was observed. Although the malfunction could not be reproduced, it was confirmed that the santoprene tube was damaged (slightly torn), and weaker than expected at the connecting part. This weak connection may lead to leakage of liquid or a disconnection when the irrigation flow is under high pressure (tip, or handpiece, slightly or fully blocked). However, because the event could not be reproduced and the root cause could not be determined, this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.